Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/22/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was cut in two pieces. Viscoelastic residue was observed in the optic zone. The condition of the lens was consistent with a lens that was removed/explanted during surgical procedure. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a crease on an intraocular lens (iol) noticed during insertion into the eye. Patient contact was reported. No further information was provided.